Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit confirmed defib and pacer disabled. As a result, the analog board was replaced to resolve the issue. Further testing of the analog board confirmed the fault due to blown fuse, however was unable to verify what caused the fuse to blow. No emerging trend based on similar reports.